Event description:
It was reported the electric cord emitted sparks.

Manufacturer narrative:
It was reported the electric cord had emitted sparks. Our inspection of the unit revealed that the cord had been cut or chewed in several places by an external source. We also observed that our safety switch had been altered to remain in an "on" position at all times. We concluded that this report was attributable to misuse on the part of the consumer.